Manufacturer narrative:
Journal article: case report: a balloon-based technique to remove a pearl-like embolus out of the coronary artery year: 2023 authors: kaimin wu, xiang chen, licheng ding and bin wang journal name: frontiers in cardiovascular medicine ref: doi: 10.3389/fcvm.2023.1086483 b3: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "case report: a balloon-based technique to remove a pearl-like embolus out of the coronary artery". This case study reported a rare event of a patient with a specific coronary pearl-like embolus attributed to atrial fibrillation. The patient was transferred to the hospital with a complaint of syncope during defecation. The patient was reported to have fallen on the floor 4 hours before transfer, and awoke after a few minutes without chest pain, speech impairment, or limb movement disorder. On admission, vital signs were as follows: pulse rate, 42 beats/min; blood pressure, 84/44 mmhg; and respiratory rate, 16 breaths/min. An electrocardiogram showed atrial fibrillation (af), complete heart block, junctional escape rhythm, and st segment elevation in leads ii, iii, avf, and v3r-v5r. Laboratory tests showed an initial troponin t of 6,938 ng/l. Transthoracic echocardiography revealed a mild hypokinesis in the inferoposterior wall, moderate mitral regurgitation, and no intracardiac or left atrial thrombus (left ventricular ejection fraction of 49%). A diagnosis of acute inferior and right ventricular st-segment elevation myocardial infarction was made. Aspirin (300mg) and ticagrelor (180mg) were given. A temporary pacemaker was implanted to maintain a normal heart rate through the right femoral vein. An emergency coronary angiogram showed a total occlusion of the proximal right coronary artery (rca) with a globular filling defect without any collateral vessels from the left coronary system. A 6f jr 4.0 non-medtronic (mdt) guiding catheter was engaged in the rca. Non-mdt wires failed to pass through the lesion. The occlusion was considered not a common thrombotic lesion and an attempt was made to open the lesion using non-mdt wire under a non-mdt microcatheter. With careful manipulation, the wire was advanced to the distal end of the rca through the occlusion. A 1.5x15mm non-mdt balloon was successfully passed through the lesion and was inflated to 6atm, but the coronary angiogram showed no blood flow in the rca. The balloon was converted to a 2.0x20mm non-mdt balloon and inflated to 6atm, but again, it did not yield the desired results. Aspiration thrombectomy was performed using a non-mdt aspiration catheter, but no thrombus was aspirated. Then, 2.0x20mm and a 2.5x15mm sprinter balloons were used which successively dilated the lesion, and an hourglass sign was revealed. The blood flow recovered to timi 1 and the embolus ran deeper into the rca. To make the charac teristics of the embolus clear, intravenous ultrasound (ivus) was performed. Ivus showed calcification and posterior echo attenuation in the mid-rca. It was realized that the embolus was hard and calcified, and the usual methods would not work. The option of emerg ency coronary artery bypass grafting was considered, but the patient¿s hemodynamics were still unstable, and the patient suffered ventricular fibrillation several times during the procedure. After a detailed discussion, a balloon-based technique was used to extract the embolus from the coronary artery. An 8f short dilator was inserted through both femoral arteries, and a 6mm non-mdt emboli capture guidewire systems were inserted in both carotid arteries through an 8f non-mdt catheter. A 2.5x15mm sprinter balloon was successfully passed through the lesion and was inflated to 4atm. Then, the balloon and the embolus were dragged together out of the coronary artery carefully and slowly. A subsequent coronary angiogram in the rca showed that blood flow had recovered to timi 3. Further, a cerebral artery, superior mesenteric artery, and lower limb artery angiogram was performed to confirm the escape site of this embolus after the removal procedure with vital organ protection. The embolus was brought to the right peroneal artery. The patient did not feel any lower limb pain, and the pulse of the dorsalis pedis artery was palpable. The procedure was completed, and the patient was safely transferred to the intensive care unit. An electrocardiogram after the procedure revealed that the st segment had returned to baseline and no significant q wave was detected in the inferior leads. The next day, it was decided to remove the embolus from the body with the help of a vascular surgeon in order to avoid the risk of the patient contracting lower limb ischemia. The same method was used to drag the embolus from the right peroneal artery to the right femoral artery and then pulled it out of the body by incising the femoral artery. The culprit turned out to be a hard gray pearl-like embolus. After the procedure, the patient did not experience recurrent myocardial infarction, but did suffer congestive heart failure and gastrointestinal bleeding (melena) in the hospital. With guideline-directed medical treatment, the patient showed recovery and was discharged one month later with an antithrombotic therapy of rivaroxaban 15mg and clopidogrel 75mg. The patient recovered well afterward and remained in nyha class I at month 3 of follow-up.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.